Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.